Manufacturer narrative:
Probe passed all mid production testing and is fully functional.

Event description:
Physician attempted to use cutter with an alcon system and it did not cut. The device description is a 23g, ri, vc ((B)(4)). The patient was undergoing surgery, but the device did not make direct contact with the patient and there was no reported patient injury. The incident was reported to mid labs on (B)(6) 2015. The device was returned to mid labs and received on (B)(6) 2015.